Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the mechanical issue was confirmed. The product analysis did not confirm the urinary incontinence; however, the balloon tear would cause the device to malfunction leading to incontinence issues. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, and microscopically examined. Scaling and a large tear with significant avulsion were identified on the balloon shell. The tear measured 47 mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed damage. Scaling on the balloon shell could impact the elasticity of the material, increasing the likelihood of fluid leaks forming with continuous cycling. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary as a malfunction was identified in the balloon component. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported event of urinary incontinence is included as potential adverse events within the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to device dysfunction as the device was blocked resulting in recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to device dysfunction as the device was blocked resulting in recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications reported.